Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The customer did not provide the lot number of the device. Return of the suspect device was requested for evaluation.